Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter is a synthes employee. Device is not distributed in the united states, but is similar to device marketed in the USA. The investigation could not be completed. Conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that during a procedure on (B)(6) 2021, the proximal femoral nail antirotation (pfna)-ii nail was found faulty during the operation. The surgeon tried the pfna nail with the aiming arm and found that the nail would not fit with the aiming arm before inserting the implant. The surgeon ended up using a different nail. Procedure was completed with no delay. This report is for a pfna-ii nail. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d9 h3, h6: a product investigation was conducted. Visual inspection: the pfna-ii ø11 xs 125° l170 tan (p/n: 472.102s, lot number: 8149352) was received at us cq. Visual inspection of the complaint device showed no damage or defect with the device. Functional test: a functional assessment was unable to be performed on the complaint device due to no mating devices being returned. The complaint was not able to be replicated. Dimensional inspection was done per relevant drawing. Measured dimensions: proximal od =conforming document/specification review: relevant drawings were reviewed. No design issues or discrepancies were identified. Investigation conclusion: this complaint is not confirmed as no damage or defects were identified and no functional test could be performed. No definitive root cause could be determined based on the provided information. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. H3, h6: a device history record (DHR) review was conducted: product code: 472.102s lot number: 8149352 manufacturing site: bettlach release to warehouse date: 12. Nov. 2012 expiry date: 01. Nov. 2022 a manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. G1